Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working. It was unknown how the issue was found. No patient or user harm reported. A biomedical engineer (bme) reported that the device had a touchscreen that was not working and could not be turned off. The bme reported that the issue was confirmed during evaluation. A visual inspection was performed, and there was no physical damage reported. A touchscreen calibration was completed, and then the device was tested. The bme reported that all the tabs were functioning properly; however, the "power down tab" was not functioning. As a result, the bme reported that a replacement touchscreen would be ordered. A follow up was performed with the biomedical engineer (bme), it was reported that the touchscreen was replaced to resolve the issue.